Manufacturer narrative:
(B)(4). Additional: it was reported that the device had performance breakage suture. It was received for analysis an empty opened foil and a needle suture piece. During visual inspection of the needle-suture piece, the swage and attachment area were noted to be as expected, and the end of suture piece was observed cut appears to be by use of a surgical instrument. Additionally, the functional test could not be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to the sample condition, the assignable cause of performance breakage suture, suggests an improper handling of the sample.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device vr944, pdcdrse0 number, and no non-conformance's were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2019 and suture was used. The suture was broken during suturing on the perineum. There were no adverse patient consequences reported.